Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting suddenly. In addition, the customer stated the pump felt hot while charging. The customer¿s blood glucose (bg) level was 250 (mg/dl). A correction bolus was delivered to address bg level. Review of pump data logs by tandem technical support determined that battery depleted from 50% to 35% within 4 minutes. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletion malfunction was verified. The alleged battery hot to touch malfunction could not be verified.